Event description:
Customer responded to a 37 year old male pt in cardiac arrest (vfib). It was reported the pt had been down approximately 15-20 minutes prior to the caregivers (emt) arrival at scene. One shock was delivered, no additional shocks advised for the rhythm reported as shockable by the customer. Pt expired. Customer stated the device did not cause or contribute to pt outcome based on pt down time prior to caregivers arrival at scene. Service rep unable to duplicate reported condition.